Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called stating that her daughter's insulin pump was having issues. She states that meter readings were not sending over to the pump. She also states that when customer attempted to update carbohydrates in the bolus wizard, insulin would be delivered. Did troubleshooting and this issue was solved. Customer had high blood glucose levels as follows; prior to eating it was 417 mg/dl; 1:13 it was 526 mg/dl; 1:29 it was 501 mg/dl. Customer was advised to continue checking blood glucose.